Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced 6 infusion sets cannula kinked events on (B)(6) 2025. The patient noticed symptoms within 3 hours of inserting the infusion sets. The insertion site was back of the arm, right side, right buttocks, right leg. The patient's blood glucose (bg) level rose dramatically, with the monitoring device simply displaying 'high' rather than a specific value. To manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin through multiple daily injections (mdi). The patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.